Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure was completed after restarting the system. A philips field service engineer (fse) went onsite and found that the adu (anode drive unit) was found to be inoperable. Further investigation revealed that the adu module¿s two coils were burnt. The adu module located in the generator cabinet was subsequently replaced. Following the replacement, the system was restored to normal operation and returned to clinical use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.